Event description:
It was reported that a patient underwent and idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. The ablation catheter caused a puncture of the right ventricle during mapping of the chamber for possible ventricular tachycardia ablation resulting in tamponade. There is no further information about the hospitalization and if any additional intervention was performed. No further information is known regarding the patient status. Multiple attempts have been made to obtain clarification to this complaint; however no further information has been made available. The awareness date for this record is (B)(4) 2015, because that is when the (B)(4) event report from the FDA was received to the biosense webster complaints management department.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).